Manufacturer narrative:
(B)(4). Procode: phx. Concomitant medical products: 118001, unknown lot, versa-dial/comp ti std taper; 115330, unknown lot, comp rvrs shdr glen bsplt +ha; 115316, unknown lot, comp rvrs shldr glnsp +6 36mm. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03114.

Event description:
It was reported patient¿s shoulder was revised approximately 2 years post implantation due to pain and disassociation of the taper from the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.